Event description:
It was reported by the customer on (B)(6) 2010, that the laser system received an error 171 at 120 watts. The laser system received this same error 3 times and was able to be cleared each time. Per the customer, the wattage was reduced to 100 watts and was able to complete the procedure with no problems. Also, the customer later reported that the laser system later received an error 210 and error 230.